Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed a backup alarm failed error code. There was no patient involvement when the issue occurred. There was no patient or user harm reported.

Manufacturer narrative:
A service engineer (se) reported that the secondary speaker and power management (pm) printed circuit board assembly (pcba) were replaced; however, there were no changes to the symptoms. As a result, the se re-installed the original parts back into the device. It was noted that while the se was changing the pm pcba, the se noticed that no alarms were sounding; however, when pcba was inserted, instead of the on/off alarm pattern, the se could hear the relay clicking. The se reviewed the service log, and it showed error code 1104 (post backup audio failed). The service manual was then reviewed, and the recommended replacements were for the motor control (mc), central processing unit (cpu), or pm pcba. The customer was provided with an additional quote for the repair.

Manufacturer narrative:
The service engineer (se) reported that the speaker assembly, power management board, and motor control board were replaced, but the issue was not resolved. The se returned the original parts back into the device, and then replaced the central processing unit (cpu). The se reported that the cpu replacement resolved the issue. The device was returned to the customer.